Event description:
It was reported during a laparoscopic inguinal hernia repair the staples did not form when the ems stapler was fired. 10/31/97 the rep reports the surgeon was attempting to staple the mesh and the staples only partially clipped, falling into the pt. A new ems was opened to complete the case. There is no other available info. There was no pt consequence.

Manufacturer narrative:
Tracking #.46752. Date sent: 11/13/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "staples only partially clipped, falling into the pt" during surgery may have been due to the cartridge tube crimp which had yielded. The instrument was rec'd with a yielded cartridge tube crimp. The instrument was disassembled and the tube appeared to have been sufficiently crimped. No conclusion could be reached as to what may have caused the cartridge tube crimp to yield.